Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that the tip of the stent was deformed. The stenosed target lesion was located in the severe left subclavian artery. A 7f non-boston scientific sheath was used after the 0.035 amplatz guidewire was cross the lesion. A 6x40 mustang balloon was used for pre-dilation, and then this 10.0x30x135 cm express ld vascular stent balloon expandable catheter was used. However, the stent could not enter the 7f long sheath, and the tip of the stent beam was found deformed. It was then replaced with a 9x37-135 stent to complete the procedure. No complications were reported, and the patient condition following procedure was stable.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination of the returned device found that the balloon had not been inflated and was tightly folded and was not subjected to positive pressure. The stent was noted to be damaged on the distal end. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and tip.

Event description:
It was reported that the tip of the stent was deformed. The stenosed target lesion was located in the severe left subclavian artery. A 7f non-boston scientific sheath was used after the 0.035 amplatz guidewire was cross the lesion. A 6x40 mustang balloon was used for pre-dilation, and then this 10.0x30x135 cm express ld vascular stent balloon expandable catheter was used. However, the stent could not enter the 7f long sheath, and the tip of the stent beam was found deformed. It was then replaced with a 9x37-135 stent to complete the procedure. No complications were reported, and the patient condition following procedure was stable.